Manufacturer narrative:
The device was not available as it was retained by the hospital. Imaging provided appears to show a dislodged locking cap, not retained in the screw head. The exact cause of the reported issue could not be determined.

Event description:
It was reported by a representative from (B)(4) that a revision surgery was done to remove a locking cap and screw which had come loose post-operatively.